Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the touch screen. The system was tested and is operating as intended.

Event description:
The customer reported that the touch screen on the 8800 system was not working. No pt injury was reported.